Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the initial reporter's occupation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii video system center was having connection issue while on the phone with olympus technical assistance center (tac) personnel. During trouble-shooting for this failure, it was discovered that the video cable was failing. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
As noted, it was discovered that the video cable on the imager was failing. The customer ordered another cable and is planning to work with their it department to get that cable swapped out. At this time, the device is not scheduled to be returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.